Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon positioned the opcab midline multi-vessel set arm the way he wanted and turned the arm but the device would not tighten. It just spun. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).